Event description:
The caller reported that the patient is using a shiley tracheostomy tube part number 6dcfs, and the patient stated the tube felt longer and makes it more difficult to breathe. The caller reported that the patient was re intubated because of the discomfort with the length of the tube, and declined to return the product for evaluation at this time.

Manufacturer narrative:
The tube will not be returned and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.